Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the white tissue pad burned off and fell off the device into the patient. A grasper was used to remove the tissue pad. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm ¿ the pad was not melted or detached. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.